Event description:
Information was received from multiple sources (healthcare provider, clinical study) regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the device diagnosis was lead migration/dislodgement. The clinical diagnosis was that there was no stimulation coverage in the area of pain which was the right lower limb. Imaging showed head displacement of the right lead, remaining the most distal contact in the lower third level of t10 and the most proximal contact to lower third level of t12 with a difference of 3 contacts. The etiology was noted as related to the device or therapy and not related to the implant procedure. The patient felt stimulation in the lower left limb but not the lower right. The lead was repositioned and the outcome was resolved without sequelae. The age at consent was (B)(6).

Manufacturer narrative:
Concomitant medical products: product ID: 977a275, lot/serial#: (B)(4), product type: lead. Other relevant device(s) are: product ID: 977a275, serial/lot #: (B)(4), ubd: 10-mar-2024, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.